Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person:(B)(4).

Event description:
It was reported that during preventive maintenance, the compressor went into standby. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation is finalized. According to the problem description, the compressor mini was entering standby mode during preventive maintenance. The problem was confirmed on-site, the standby valve was replaced and after that, functional tests were successfully performed and the compressor unit was returned to service. The standby valve was not returned for investigation and no device logs from connected ventilator were received. Based on prior investigations, the most probable cause of this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).